Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.;

Event description:
It was reported that this right ventricular (rv) lead had increased threshold and decreased sensing. In addition, intermittent stimulation was observed. Boston scientific technical services (ts) explained that the lead perhaps has pulled back. To date, this rv lead remains implanted. No adverse patient effects were reported.